Event description:
It was reported that the patient had multiple resolute integrity rapid exchange (rx) drug-eluting stents implanted over the past several years. The patient has suffered from an all-over skin rash which increases following the deployment of resolute integrity stents.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (allergic reaction). No results available since no evaluation performed (no device or procedural images returned for evaluation). Conclusions: inherent risk of procedure (allergic reaction).